Event description:
Covidien received info stating that during pt use, the silence and reset light emitting diode (led) was observed to be randomly blinking. The pt was manually ventilated before being transferred to another ventilator. There were no negative pt consequences reported

Manufacturer narrative:
(B)(4). The customer reportedly replaced the membrane top and the overlay to resolve this issue.